Manufacturer narrative:
An event regarding crack/fracture involving an unknown drill bit was reported. The event was not confirmed. Device evaluations could not be performed as no items associated with the event were returned or made available for identification or evaluation. Insufficient patient medical records were returned or made available for review. Device history review could not performed as the lot number of the reported device was not provided and the device was not returned for identification. The exact cause of the event could not be determined because the reported event could not be confirmed, further information is needed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the drill bit broke during primary surgery the drill tip stayed impacted in the patient.

Event description:
It was reported that the drill bit broke during primary surgery the drill tip stayed impacted in the patient.